Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. The cause of the issue was attributed to corrosion underside of the on/off button dome and its contact pads on the membrane pcb. This has resulted in the button failing to make contact with its contact pads, therefore the device being unable to be powered on. The fault could not be replicated after clearing the corrosion from the underside of the dome and its contact pads. This would confirm the corrosion had caused the reported fault. Corrosion underneath the on/off dome and its contact pads, device screws and usb collars with multiple temperatures below the indicated minimum of 0ºc , with a low of -4.7°c recorded on the 25th december 2022, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.